Manufacturer narrative:
Network switch reconnected; transfer queue cleared. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that data transfer failure occurred due to a disconnected network switch on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.